Manufacturer narrative:
The sodium electrode serial number is (B)(6) with an expiration date of 04-jun-2026. The field service engineer (fse) inspected the analyzer and found an accumulation of residue and buildup within the ion-selective electrode (ise) dilution vessel and the sonic wash station. The fse also determined that the sonic wash station had no electrical power. The root cause was determined to be a disconnected wiring that provides power to the station. The fse reconnected the power cable to restore functionality. To verify the device was returned to safe operating specifications, the fse performed mechanical diagnostics, system priming, and a full ise calibration. The system successfully passed all verification steps and ise quality control checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from three patient samples tested on the cobas pro ise analytical unit. Patient sample 1 the initial result was 160 mmol/l. The repeat result was 151 mmol/l. Patient sample 2 the initial result was 157 mmol/l. The repeat result was 147 mmol/l. Patient sample 3 the initial result was 158 mmol/l. The repeat result was 151 mmol/l. The qc became out of range after the patient sample run, prompting the rerun of patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The customer had no further issues. The investigation determined that the service actions resolved the issue.